Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 15 minutes post procedure the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and drained around 240cc of fluid from the patient. The patient was transported to the critical care unit with the drain in place. There was very little fluid drained while the patient was in recovery, and the drain was removed the next day. The patient made a full recovery from this event and has since been discharged from the hospital.